Event description:
Using a wilson cook hot biopsy forcep during endoscopy procedure. The forcep went through the scope and "jaws" opened inside the patient. Unable to close jaws. With wirecutters, staff cut through forcep sheath below handle (outside patient) and manually moved guidewire to close jaws and remove device from the scope. Procedure continued uneventfully with another of same product. Additional follow-up reveals: sterilization has been ruled out as a contributing factor. The manufacturer indicated that too much stress or force was being placed on the device. Education of users is needed.